Manufacturer narrative:
The pipeline device was returned for evaluation with the catheter. As received, the pipeline braid was partially deployed out of the catheter tip and released from the capture coil. The pipeline was pushed out of the catheter for further examination. The pipeline braid was observed to be fully open with moderate fraying on the distal end. The proximal bumper was observed to be loose on the pushwire. The coating of the entire pushwire length was examined under the video inspection system for coating integrity. Coating damaged was observed at a section near the distal tip coil and a section near the proximal end. Based on the analysis findings and the reported event details, the report that the pipeline was stuck in the capture coil could not be confirmed. The cause for the reported experience could not be determined as the returned pipeline braid was observed to be released from the capture coil with damage (moderate fraying) on the distal end. It is possible that the damaged braid and the ¿severely tortuous¿ patient anatomy may have contributed to the reported experience. However, the cause for the damages could not be determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per the instructions for use (IFU): ¿if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Rotate the delivery wire only in a clockwise direction. Rotating in a counter-clockwise direction may make device release more difficult or impossible. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Manufacturer narrative:
(B)(4). This MDR reports the first device used in this event. The pipeline device in this report has not been returned for evaluation. The event cause could not be determined from the reported information. (B)(4).

Event description:
Medtronic (covidien) received report that two pipeline devices were stuck in capture coil during a procedure. The patient was being treated for an unruptured, large fusiform aneurysm in the left internal carotid artery (ica). The vessel was severely tortuous. The microcatheter was navigated to the middle cerebral artery (mca) and the first pipeline was tracked through without any issues. The microcatheter was pulled back and the pipeline was pushed forward until it formed a good cigar shape. The physicians noticed that the pipeline did not separate from the capture coil. The microcatheter and guide catheter were adjusted, pushing forward and rotating the pipeline delivery wire, but these attempts were not effective. It is not known how many times the delivery wire was rotated. The physicians decided to remove the entire system. The physicians locked down the distal end and pulled the microcatheter back together with the pipeline. A new microcatheter was placed in position and a new pipeline was tracked without any issues. A good cigar shape was formed at the m1 mca. The microcatheter was pulled back and the pipeline delivery system was pushed forward, but the tip would not open. The physicians pushed the delivery system forward and rotated three times, but these attempts were unsuccessful in opening the device. The physicians decided to abort the surgery. The distal end of the system was locked down and the pipeline was pulled back, at which time the pipeline opened. The physicians confirmed that the position was appropriate and continued to deliver the device to complete the procedure. The patient was not injured as a result of this event and is currently in good condition.